Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease flat, delamination and opening. Leak test was performed and found opening on posterior/anterior. A microscopic analysis was performed which identify an opening striated in the posterior side and delamination in the diaphragm valve. Based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage. Delamination of the diaphragm valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.